Event description:
It was reported that during implantable neurostimulator (ins) replacement on (B)(6) 2024, high impedances were seen on the right ext ension. They also saw a 'knik' between the two contacts, so it was difficult to place the electrode into the right socket. They decided to plan a new operation, which occurred on (B)(6) 2024 where they replaced the two extensions. The etiology had a causal relationship with the extension. The issue resolved without sequelae.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37085-95 (serial: (B)(6); product type: 0191-extension; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37085-95, lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.